Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:48:14. During night drain cycle six, the patient's ultrafiltration reading was 1373ml, indicating the home patient (hp) drained 1223ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. The labeling instructs the patient to set their target uf for tidal therapy at 70% of their expected total uf. Setting the uf target too low can cause an incomplete drain which can result in an increased intraperitoneal volume (iipv) situation. If any additional information is received, a follow-up will be sent.